Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter was not cutting, and had to be replaced. No patient injury.

Manufacturer narrative:
Evaluation one opened bl5423w pack from lot v5328 was returned. The assembly was dirty with fluid in the lines. The vitrectomy cutter tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The assembly primed, as it should. The cutter had good clean cuts throughout the various cut rates. The cutter performed as intended.